Event description:
A surgeon reports that approximately 50 days following intraocular lens (iol) implant surgery, a pt reported decreased vision in their right eye. (The reporting surgeon in not the implanting surgeon.) The pt was being treated with steroids for moderate panuveitis. The patient's exam revealed their visual acuity (va) in the right eye was count fingers; they had a bulbous retinal detachment; and the iol was in the capsular bag with 3+/4 cells in the anterior chamber and fine deposits in decemet's membrane with 2+/4 of vitritis. A vitrectomy and implant of a tunneled circular band was performed for the retinal detachment followed by endolaser treatment during the postoperative period. Vitrectomy revision, removal of the silicone band (replaced by scleral tire) and reinforced endolaser was performed 3 weeks later.